Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was a "chip off the top of the catheter". The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
The returned farawave pfa catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the tip damage reported in the field, nor were any other types of defects identified during the investigation. Ultimately it was determined there was no problem detected with the returned device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there was a "chip off the top of the catheter". The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been returned for analysis.